Event description:
It was reported that the patient¿s doctor was requesting compatibility guidelines for MRI with the area to be scanned consisting of the c-spine and hip. It was noted that the patient had the system explanted three weeks ago. It was indicated that there was no device issue.

Manufacturer narrative:
Product ID 3093-28, lot # v009140, implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2013, product type extension; product ID 3037, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient. (B)(4).